Event description:
It was reported that pump displayed a malfunction alarm code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again, which customer understood and acknowledged.